Manufacturer narrative:
(B)(4).

Event description:
A questionnaire was received from the customer stating the event occurred during the test. The handpiece was exchanged and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reports that a handpiece over heats before a procedure. There was no patient involved.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information received stating the timing of the event and patient impact are unknown.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on december 3, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. The handpiece was connected to a calibrated system. The handpiece failed to tune when system message (sm) displayed. The handpiece was connected to a resistance test box which found a measurable resistance from the high electrode to ground indicating initial signs of moisture ingress. The handpiece was disassembled revealing moisture within the electrode chamber. The customer reported temperature high was not confirmed. Therefore, the root cause of the reported temperature high could not be determined conclusively. (B)(4).